Event description:
Healthcare professional reported a left side implant exchange with no complaints against the device. Healthcare professional reported upon removal capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. Device evaluation: visual analysis of the returned device identified some fold creases, brown particles in the shell, the weight was within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related to the manufacturing process.